Event description:
It was reported intermittent occlusion alarms occurred, eventually resulting in the customers blood glucose (bg) becoming elevated. The customer's bg level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.